Manufacturer narrative:
Product evaluation: the sample was received for investigation with unknown material seen on the surface of the device's body and spur. Unknown material (looking like a fiber) was further seen through the port opening. These results are in alignment with the report description of 'the iris which was depressed from the tip port might be exuding up to the tip of reserve port.' The unknown material explains the blockage found during inner illumination. Form of the device was seen to be in order. Based on the investigation results and report, the root cause is external - related to patient condition / non-product factors. The manufacturer internal reference number is: (B)(4).

Event description:
Additonal information was provided by the surgeon that suture lysis was performed before explant of device.

Manufacturer narrative:
Date received by MFR: a supplemental medical device report (smdr) #3 is being filed to correct the date on the prior filed initial supplemental report. Incorrect date of 09/07/2015 is being corrected to 09/11/2015. This smdr#3 is also being filed to correct the date on the prior second supplemental report. Incorrect date of 09/07/2015 is being corrected to 10/13/2015. (B)(4).

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. A sample was not returned because the device has remained in the eye. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information was not received. (B)(4).

Event description:
A doctor of ophthalmology reported that three months following a glaucoma device implant surgery the iris was caught in the tip port. Increased intraocular pressure was confirmed and the bleb was flat even though the reserve port is opened. The iris, which was depressed from the tip port, might be exuding up to the tip of reserve port. The patient is under medical treatment by eyedrop application. The device remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon that the glaucoma filtering device was removed and a trabeculectomy was performed.